Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery - kept both ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("cramping"), gas pain ("gas pain"), eructation ("burping") and flatulence ("tooting"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, abdominal pain lower, gas pain, eructation and flatulence outcome was unknown. The reporter considered abdominal pain lower, eructation, gas pain, medical device removal and flatulence to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal, cramping in lower abdomen, gas pain, burping and flatulence quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery - kept both ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain lower ("cramping"), gas pain ("gas pain"), eructation ("burping") and flatulence ("tooting"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, abdominal pain lower, gas pain, eructation and flatulence outcome was unknown. The reporter considered abdominal pain lower, eructation, gas pain, medical device removal and flatulence to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal, cramping in lower abdomen, gas pain, burping and flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.